Manufacturer narrative:
Article citation: ansari, ejaz. ¿five-year outcomes of ab interno xen 45 gel stent implantation.¿ graefes archive for clinical and experimental ophthalmology, https://doi.org/10.1007/s00417-023-06294-9. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.

Event description:
The article "five-year outcomes of ab interno xen 45 gel stent implantation" in graefe's archive for clinical and experimental ophthalmology reported 91 eyes of 67 patients underwent ab interno xen®45 gts implantation and experienced the post-operative events of "2 cases of subconjunctival hemorrhage; 2 cases of corneal edema (1 resolved in 4 weeks, 1 resolved in 3 months); 1 case of serous choroidal detachment (resolved in 3 weeks); 1 case of blebitis (resolved after topical antibiotic therapy); 4 cases required revision procedure (conjunctival dissection/subconjunctival mmc/resuturing of the conjunctiva) either for stent extrusion or failing bleb; 7 cases require cyclodiode laser; 2 cases required trabeculectomy; 20 cases required needling; unknown eyes experienced high iop requiring medication; unknown number of cases experienced bcva loss of 1 line or less."